Event description:
The customer reported getting no delivery alarms during the manual prime and experiencing high blood glucose of 482mg/dl. Assisted the caller to run a manual prime test and the insulin did exit. Troubleshooting was declined as customer stated that her glucose level increased because she has not been getting any insulin due to the performance of the motor. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.